Event description:
The customer reported that the system was intermittently shutting down without command. There is not report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control board connector was repaired. The system was then found to be operating as intended.